Event description:
An abstract by daniel kirchhoff, zachary belden, and damodara mendu, ¿investigation into the prevalence and clinical impact of macrotroponin in an emergency department patient population¿, clinical chemistry 71:s1 (2025), noted that macrotroponin can lead to elevated alinity I stat high sensitivity troponin-I results generated by the alinity I processing module. Among 88 emergency department patients with troponin result of >40 ng/l, 16 (18.1%) were identified as macrotroponin-positive. No impact to patient management was reported.

Manufacturer narrative:
Section e1 - full name: this section was corrected from (B)(6). The data and information provided in the article were reviewed and support the complaint issue. A review of tracking and trending data for the alinity I stat high sensitivity troponin-I assay did not identify any related trends. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations associated with the complaint assay. A review of labeling was performed and found to sufficiently address the customer's issue. A technical review of the article was performed and concluded that, while the alinity system is highly sensitive and precise for detecting troponin I, it is susceptible to interference from macrotroponin complexes. As outlined in the instructions for use (IFU), antibody-related interference is a known limitation for this assay. For this reason, results should always be interpreted in conjunction with other clinical data such as symptoms, additional test results, and overall clinical impressions. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the alinity I stat high sensitivity troponin-I results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitivity troponin-I reagent.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abstract by daniel kirchhoff, zachary belden, and damodara mendu, ¿investigation into the prevalence and clinical impact of macrotroponin in an emergency department patient population¿, clinical chemistry 71:s1 (2025), noted that macrotroponin can lead to elevated alinity I stat high sensitivity troponin-I results generated by the alinity I processing module. Among 88 emergency department patients with troponin result of >40 ng/l, 16 (18.1%) were identified as macrotroponin-positive. No impact to patient management was reported.